Event description:
Customer was calling in just to link the sensor and insulin pump. During the call, the customer seemed incoherent. The customer did not under the questions she was being asked and only repeated them. Paramedics were called out. Paramedics stated customer's blood glucose had dropped to 20 mg/dl. Customer was given food and they did not anticipate taking her to the hospital. Customer called back and wanted to know why her sensor did not alert her when her blood glucose was 505 mg/dl and 26 mg/dl. The transmitter was not programmed correctly to the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.